Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using a thermocool smarttouch sf catheter. The patient experienced cardiac tamponade that required surgical intervention and prolonged hospitalization. A pericardial effusion was noticed on the left atria. There was a drop in blood pressure in the patient. The pericardial effusion was confirmed by ultrasound intracardiac echocardiography (ice). Patient had pericardiocentesis and 500 cc of blood was removed and infused back into the patient. The physician was not sure about the cause of the adverse event. It is unknown if the physician perforated but stated he had trouble manipulating the catheter throughout the whole case. Anesthesia was also heavily involved with the case and regulating blood pressure with drugs most of the case. Intervention included: medications, pericardiocentesis, blood transfusion, open heart with exploratory surgery. Patient was stable but critical prior to open heart surgery and required extended hospitalization. Multiple attempts at transseptal were done with brk, nrg, baylis, sl1, sl0. Ablation was performed prior to noting pericardial effusion. No evidence of steam pop.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 23-oct-2023. It was reported that a patient underwent an atrial fibrillation ablation procedure using a thermocool smarttouch sf catheter. The patient experienced cardiac tamponade that required surgical intervention and prolonged hospitalization. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31056537l and no internal action related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).